Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring in the 300-400 mg/dl range with blurred vision. This combination of blood glucose level and symptom does not meet animas¿ criteria for a reportable adverse event. Therefore, no adverse event is being reported. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged giving themselves insulin and the pump showing insulin-on-board with the blood glucose not lowering. The patient reported discussing the issue with their health care provider who indicated the issue was with the infusion set and the patient not inserting the infusion set properly and being lean that caused that high blood glucose; however, the patient reportedly does not believe this to be true and decided to discontinue insulin pump therapy. The reporter stated the patient may decide to resume insulin pump therapy but had surrendered the insulin pump to the health care provider. This complaint is being reported because the patient reportedly experienced inaccurate delivery issues with the pump; there is an allegation against the delivery function of the pump.